Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 42 months of support, the patient was asleep at the nursing care facility when he heard an intermittent audible alarm that switched to a continuous alarm. With the assistance of the care providers, the patient's primary system controller was exchanged to the backup system controller. The patient reportedly experienced a syncope episode during the system controller exchange and the red battery light on the power module was illuminated at the time. The hospital staff reportedly replaced the power module internal battery without resolution to the alarm and the patient was subsequently placed on battery power. Interrogation of the device history by the hospital staff showed "power cable disconnected" and "low flow" events on the system monitor history screen. A review of the log file data submitted to the MFR for analysis indicated two recorded date stamp resets associated with a power loss to the system. An updated log file from the patient a few days later was submitted to the MFR for analysis which showed elevations in pump power, elevated pi events and pump stoppages. X-ray images were requested from the hospital and the MFR's technical services team member went to the hospital to further evaluate the patient's percutaneous lead (driveline). Upon evaluating the driveline, a driveline replacement could not be performed as fluid was noted under the bionate layer and a suspect area of deteriorating shield was observed from the exit wound down the entire driveline.

Manufacturer narrative:
The patient remains hospitalized under medical observation pending a decision by the hospital on the next step for the course of treatment. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.